Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2008. It was reported that the pt's lead had high impedance on all contacts, and was tested intraoperatively. The lead was replaced with a new lead.